Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a vacuum leak due to a cracked lid on the waste exit sump in the unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the canister in the device.